Event description:
It was reported by the customer "I placed a PICC that guidewire went no problem. Put PICC in about 7-9 cm. Met resistance and saw my wire retracted. Pulled PICC back and it wouldn't do anything but look like it was stretching. Massaged vessel and pulled arm and shoulder back. Had to pull PICC and introducer out and found a perfect knot in the last 1.5 cm." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed, but the root cause could not be determined. Two photos of a powerpicc catheter tubing were returned for evaluation. Inspection of the photographs found that an overhand knot was present on the catheter tubing near the distal end. No other damage can be seen on the tubing. In one of the photos the catheter is threaded through a microintroducer and blood residue can be seen on the tubing near the knot. This indicates that the reported event occurred during insertion. However, the photo does not provide enough evidence to determine how the knot was created. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
It was reported by the customer "I placed a PICC that guidewire went no problem. Put PICC in about 7-9 cm. Met resistance and saw my wire retracted. Pulled PICC back and it wouldn't do anything but look like it was stretching. Massaged vessel and pulled arm and shoulder back. Had to pull PICC and introducer out and found a perfect knot in the last 1.5 cm." No other information was provided.